Event description:
The customer reported that the system locked up and failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the systems interface pcb were reseated and the related power supplies were inspected. The system was tested and found to be working as intended and returned to service.